Manufacturer narrative:
Method: analysis of programming history.

Event description:
During review of the pt's programming history, it was found that a faulted diagnostics test occurred that changed only the normal output current to 0ma. This resulted in the pt leaving the office with her normal output current disabled. This was not corrected until the next visit. No adverse events have been reported.